Manufacturer narrative:
The reported event of contaminated ail sensors on loaners file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the complaint history record in the trackwise was performed for the sn which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn. We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported that the loaner devices were found to have a blackish colored ¿soot¿ material where the blue square-ish piece on the tubing clicks into the actual module.